Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument was never clinically applied. The surgeon observed that the tip of the instrument was broken upon removal of the package. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.